Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving the evfxplus-34 transcatheter aortic valve, dislodgement of the valve occurred. Following valve placement paravalvular leak was identified, necessitating a post-implant balloon aortic valvuloplasty. The rapid pacing was discontinued prior to balloon deflation, which caused the balloon to pull the valve frame into the ascending aorta. The initial implant depth was reported as 4mm on the non-coronary cusp and 6mm on the left coronary cusp, but after dislodgement, the valve was positioned above the sinotubular junction. The valve was subsequently replaced with another transcatheter valve.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was deployed over a non-medtronic guidewire with a deployment starting point at the lower 1/3 of the pigtail catheter. The pvl was moderate in severity.